Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7094992, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095013, UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) of the patient overheats during charging and the leads had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient is doing well postoperatively and the explanted devices were disposed by the facility.